Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "wound opened up and implant compromised".

Event description:
Healthcare professional reported right side "wound opened up and implant compromised". The device has been explanted.